Event description:
According to the reporter: during a lower anterior resection, the balloon ruptured. Since the patient had to be opened for another procedure, the healthcare provider looked for balloon fragments inside the patient but cannot verify if all were retrieved. Additionally, both reloads broke. Patient status is fine.